Event description:
It was reported the patient experienced a muscle spasm. Five iceforce 2.1 cx 90 degree cryoablation needles were being used during a renal cryoablation procedure. The patient felt a shock during the first I-thaw cycle and the second freeze cycle. Each needle was stopped one by one and found the suspected device causing the issue. The case was completed using the other four needles. It was reported there was no patient harm.

Manufacturer narrative:
Device analysis: the device was returned for engineering analysis and the failure was confirmed as the needle failed hipot testing. The resistance wire insulation layer on the heater was damaged under spring during vendor assembly process leading to the interrupting current leakage in this point. Muscle stimulation can occur when current flows through the patient tissue due to poor needle grounding.

Event description:
It was reported the patient experienced a muscle spasm. Five iceforce 2.1 cx 90 degree cryoablation needles were being used during a renal cryoablation procedure. The patient felt a shock during the first I-thaw cycle and the second freeze cycle. Each needle was stopped one by one and found the suspected device causing the issue. The case was completed using the other four needles. It was reported there was no patient harm.